Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 device investigation types have not yet been determined. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 6 previously reported events are included in this follow-up record. Product return status: 6 devices were not available for evaluation. H3 other text : device not returned.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.